Manufacturer narrative:
(B)(6). Manufacturing date is march 2016. This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. Device evaluation: the review of the device history record (DHR) for catalys system showed that there were no issues or non-conformities. The system and its components met all specifications prior to release. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. In addition, the manufacturing record for the loi used during the event was reviewed. The records show it passed without any issues. The manufacturing date for loi lot number 1125375 is 10/03/2015. Amo¿s investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported loss of capture (suction loss) during laser firing almost at the end of the procedure. It was reported that the operation was completed safely. No patient injury reported.